Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 407 mg/dl. The customer treated with the pump. Customer checked and her tubing was full of insulin and it was not getting through the cannula at the injection site. Customer's doctor adjusted her setting to get more insulin and without realizing the tubing was leaking. Customer will monitor.